Event description:
It was reported that after a deep brain stimulation lead implant procedure the patient developed an infection on the left side of their head around the staple an underwent an explant procedure. No additional information is available.